Event description:
Boston scientific received information that the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system went well and defibrillation threshold (dft) testing was successful at 65 joules. The patient was in atrial flutter through most of the procedure, but dfts converted the rhythm, and some post shock paced beats were noted following the conversion. Following dfts, no blood pressure or pulse could be found, it was determined the patient had pulseless electrical activity (pea), and a full code was called, however, the patient was unable to be revived and died. The system was not explanted post-mortem. It was noted this was a dialysis patient who also had ischemic cardiomyopathy with an ejection fraction of 35%, and inoperable coronary disease. In retrospect, the physician felt that dfts may not have been needed, and boston scientific technical services (ts) reviewed that per labeling dfts are not required, but rather are a clinical decision. There were no allegations against the device system.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.